Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. An x-ray was performed and externalized conductors were observed near the subclavian portion of the rv lead. The lead was capped and replaced to resolve the event and the patient was in stable condition.